Event description:
Diabetic took usual evening dosage of insulin, and later began to feel symptoms of hypoglycemia. Device indicated a blood glucose value of 244 mg/dl. Medics were called and determined blood glucose value to be 22 mg/dl on another brand of glucose monitor. Medics administered intravenous glucose.